Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.